Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Display flashes white when pump is turned on. Customer did not recall blood glucose at the time of incident. Troubleshooting was not performed. The insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with an unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. We were unable to perform the self-test, displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, prime and seating test. In addition, we were unable to verify missing segments and partial display due to display anomaly. The insulin pump was received with scratched case, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.